Manufacturer narrative:
As reported, prior to the start of an unspecified procedure, the user checked the basket function of an nforce nitinol helical stone extractor and found the basket would not open and close normally (manufacturer report # 1820334-2021-01116). The user opened another nforce nitinol helical stone extractor, checked the basket function and found that it would not open and close normally. Neither device made patient contact. A third same type device was used to complete the procedure. There was no impact to the patient. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One nforce nitinol helical stone extractor was returned for investigation with the handle in the open position and basket in the closed position. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 1.6cm in length. The handle did not actuate the basket formation. The basket sheath was accordioned near the distal tip of the support sheath. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. No gaps were discovered during reviews of the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution the following: ¿precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for this event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to the start of an unspecified procedure, the user checked the basket function of an nforce nitinol helical stone extractor and found the basket would not open and close normally [reference patient identifier (B)(6)]. The user opened another nforce nitinol helical stone extractor, checked the basket function and found that it would not open and close normally. Neither device made patient contact. A third same type device was used to complete the procedure. There was no impact to the patient.